Event description:
It was reported that during a acl reconstruction, when placing the 9x25 biosure screw, it broke. The screw was removed with the key itself. The procedure was successfully using a smith and nephew back up device (9x30 biosure screw) in the same bone hole. There was a surgical delay of 5 minutes, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states one undated image of the device was provided for review and confirms the reported breakage. Per case details, the broken screw was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Factors that could have contributed to the break include an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.